Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00413. It was reported the patient had been receiving ineffective stimulation due to low impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-00413. Further review of the manufacturer's complaint record database revealed low impedance was also related to the patient being unable to set their ipg in MRI mode prior to the patient undergoing a full body MRI.